Event description:
Driving in turns erratically...does not want to go left but will go straight...rrb 7972 (B)(4) recall joystick from order (B)(4). Dealer states looks like water damage the overlay it is bubbling up.